Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with as peritoneal dialysis catheter. The customer states the patient first used the catheter on (B)(6) 2009 and the doctor found a crack in the tubing of the catheter on (B)(6) 2011. The catheter was removed and replaced, and patient received prophylactic antibiotics.